Event description:
It was reported that this right atrial (ra) lead dislodged approximately two weeks after implantation, with the dislodgement confirmed by x-ray and loss of capture. It was revised and remains in service. No additional adverse patient effects were reported.